Manufacturer narrative:
(B)(4).

Event description:
It was reported that pair new transmitter occurred. It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed due to 0v. Data was evaluated and the allegation was confirmed as a fatal transmitter error. The probable root cause was determined to be a low transmitter battery that led to a transmitter failure. The reported event of a pair new transmitter is reportable based on the finding of a transmitter fatal error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that pair new transmitter occurred. Data was evaluated and the allegation was confirmed as a fatal transmitter error. The probable root cause was determined to be a low transmitter battery that led to a transmitter failure. The reported event of a pair new transmitter is reportable based on the finding of a transmitter fatal error. No injury or medical intervention was reported.